Event description:
It was reported that the patient underwent an unrelated surgery on (B)(6) 2023 without setting the ipg to surgery mode. The ipg became inoperable as a result.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
A manufacturer representative was able to recover the device.